Event description:
Pt rec'd a burn during an electrotherapy treatment. The clinician would not release the pt and or treatment details specific to the incident. Chattanooga group has made arrangements to have the device returned for eval.

Manufacturer narrative:
See scanned pages.